Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery failed. There was no reported patient involvement.

Manufacturer narrative:
The customer was provided with part number and pricing for a replacement battery and the customer refused to repair the device.